Manufacturer narrative:
H6; code 100(other): the instrument was received empty and with a broken cartridge nose weld. Results of evaluation: conclusion; based upon the inquiry info received and the visual examination, no conclusion could be reached as to why the reported instrument "jammed" during surgery. The instrument was received empty and with a yielded cartridge nose weld. No functional testing could be performed due to the instrument being empty. No conclusion could be reached as to what may have caused the cartridge nose weld to yield. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. The feeding of multiple staples into the nose may occur if the firing cycle stroke is not completed and the instrument is refired.

Event description:
The device was used during an unknown procedure. It was jammed. There was no consequence to the pt.